Event description:
It was reported that the device was not providing pacing support and was unable to be interrogated via inductive and radiofrequency telemetry. A replacement procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022, for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of no output, no radiofrequency and inducive telemetry were confirmed. The device was received with no output and no telemetry communication. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Theybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event and the patient was in stable condition.